Event description:
It was reported that the system displayed a precharge voltage error message and would not boot. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service. The system was tested, found to be working as intended and put back into service.